Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels and excessive no delivery alarms. The customer's blood glucose level at the time of incident was between 300mg/dl and 500mg/dl. The customer's most current level was 332mg/dl. The customer states they have been treating with manual injections. Troubleshoot was conducted. The device was found to have failed the first high pressure test, and alarmed for no delivery the second time. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted. However, the insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.